Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as a bruise with pink skin that came off. The patient's doctor recommended the patient use neosporin. Follow up was completed and the skin irritation was improved. The patient continues to wear the lifevest.